Event description:
It was reported that the ilet¿s insulin delivery was reduced after the paired dexcom sensor displayed persistent low readings for approximately two hours, which the user could not verify with a fingerstick at the time; the sensor error later resolved, but the ilet then delivered less insulin than needed for the subsequent meal. Customer care provided support that included attempted outreach to the user for additional details, but unsuccessful. Investigation of this case revealed that the cause of the reported hypoglycemia concern was unclear because no device alarms occurred and no corroborating data were obtained to confirm a true low or a device malfunction. No clinical symptoms for hypoglycemia driven by inaccurate low glucose readings. Outcomes included user impact due to reduced insulin delivery and the need for follow-up. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.